Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly. Evaluation of the returned component found evidence to suggest that it fractured in tension overload. User facility forwarded a report after receiving a faxed letter from biomet on (B)(4) 2011 with event details. Both the manufacturer report number and attached user facility report number are for the same patient, part number(s) and event. Corrected data: labeled for single use - device is a reusable instrument, usage of device. (B)(4).

Event description:
It was reported that patient underwent a retrograde femoral nailing procedure on (B)(6) 2011. During the procedure, a femoral connecting bolt was attempted for use with the femoral nail when it became disengaged from the nail. A second connecting bolt was attempted for use with the same result. Later on in the procedure, the short inserter connector fractured during insertion of a distal screw. The procedure was completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is MDR two of two (1825034-2011-00869 through 00870) for this event. (B)(4).